Manufacturer narrative:
The rse evaluated the device remotely and determined that the hv capacitor value was low due to a defective therapy capacitor. Therefore, dfm100 assy capacitance (453564489001) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy test failed. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.